Manufacturer narrative:
Balt USA reference: #(B)(4) conclusion of investigation pending analysis from manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "it was a case of spinal avm. The physician planned to treat the avm with 10% glue. The support system was 8f short sheath and c2 5f diagnostic cath. The magic 1.2f was opened and the rail ring was flushed and the magic was removed from the rail without any issues.the magic 1.2 was prepared as per the IFU. The magic was also connected to a saline flush and then hybrid 007d having lot no 00586042 was introduced. The wire showed no resistance and the magic was tracked with the help of hybrid to the nidus of the avm. Then the wire was not making any movement and the wire got struck inside the magic 1.2 multiple attempts to retract failed and the entire unit was removed out from the patient. The magic was set straight on the table and wire came out. Then physician used magic1.5f with support of hybrid 008 wire and procedure was completed." Incident report form submitted for this complaint indicates that no patient injury was sustained.